Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d4, h6. Corrected fields: d9 correction data g3. The initial aware date 07feb2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, the adherence/clogging of materials in the air/water-channel was confirmed. However, the root cause of the materials remaining in the device could not be identified. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in instructions for use: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.